Event description:
The field service engineer reported a pump with failure code 810:11. It is unknown when this failure code was identified. There was no patient injury or medical intervention necessary according to the hospital representative.